Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements of greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The patient was referred to their physician. The lead remains in service and no adverse patient effects were reported.